Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became cracked resulting in the cartridge leaking. Customer¿s blood glucose level was 220 mg/dl. The customer loaded a new cartridge and resumed insulin therapy.